Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a3; b2; b4; b5; d2; d6; g2; g3 g6; h1; h2; h6 once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately three (3) months ago. The patient reported that the glenosphere disengaged from the baseplate while following physio movements when they heard a pop sound and subsequent clicking noises with movement of their arm. Subsequently, the patient underwent a revision surgery six (6) days ago where the surgeon confirmed that the glenosphere did disengage from the baseplate.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: 66056437. G2: foreign: singapore. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a revision surgery due to the disassociation of the implant. The patient is not schedule for a revision surgery at this time as they are out of the country. Once the patient returns to the country a revision surgery will be schedule once the patient returns to the country.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d9. Visual examination of the returned product identified the taper adaptor and the glenosphere were returned. The taper adaptor has scratches on the base of the taper adaptor and the post. There is also some galling on the post of the taper adaptor. There are also scratches on the polished surface of the glenosphere. No measurements take due to the damage on the post of the taper adaptor. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.